Event description:
It was reported the backrest would drift down after being placed in the up position.

Manufacturer narrative:
The customer adjusted the backrest cylinder and tightened the jam nuts and the backrest functioned to specification.